Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found error in the programmer update history. Analysis also found the paper drawer was broken. (B)(4).

Event description:
It was reported the programmer would not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.